Event description:
The customer reported that half of the device's display is blank and the other half is discolored. No pt impacted has been reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.